Event description:
This da vinci xi monopolar scissor was returned to me dated (B)(6) 2018 noting the tip is bent, but its last use was noted to have been on (B)(6) with 3 lives remaining on the instrument. I am unsure whether the bent tip occurred during or after the case (during processing and sterilization).